Manufacturer narrative:
Pending evaluation. Concomitant medical device(s): - cocr fem head 28mm -3.5 offset 12/14 (cat# 142-28-93 / lot# 55806002).

Event description:
As reported, this (B)(6) y/o active female experienced a implantation of the femoral head replacement for left femoral neck fracture was performed using novation tapered stem, bipolar cup, and metal head on (B)(6) 2014. The patient is now undergoing a right total hip arthroplasty revision due to proximal migration of the bipolar cup was observed by x-ray review. The procedure was on (B)(6) 2019 at post-operative 5-years and 9-months. At the time of the re-operation, the bipolar cup and the metal head was removed but a remarkable delamination wear that might be caused by oxidation was observed around the locking ring of the polyethylene bipolar liner. Patient¿s weight (B)(6) lbs, height 4¿7¿. Devices are to be returned for investigation.

Manufacturer narrative:
The evaluation noted that revision reported was likely the result of the patient¿s cartilage becoming worn resulting in proximal migration of the bipolar head. The observed wear of the polyethylene locking ring was likely the result of femoral neck impingement. Concomitant device(s): - cocr fem head 28mm -3.5 offset 12/14 (cat# 142-28-93 / lot# 55806002)